Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's fill estimates have been inaccurate after loading cartridges with insulin or water. The customer's blood glucose levels would reach to 300-400s mg/dl.